Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, bacterial infection, open wound, abdominal fluid, abdominal air, abdominal skin thickening, diastasis, mesenteric fat, metabolic acidosis, respiratory failure, ileus, sepsis, bowel perforation, anemia, loss of domain, fibrosis, purulent material drainage, fecal drainage, mesh not incorporated, and adhesions. Post-operative patient treatment included bowel resection, incidental appendectomy, admitted to hospital, IV fluids, IV pressors, antibiotics, tpn, transfusion, hernia repair with new mesh, lysis of adhesions, mesh removal, sutures removed, and skin graft.